Event description:
The patient reportedly experienced intermittencies followed by a loss of lock between his external equipment and implant. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Testing performed showed that the device was not functioning. Surgery to explant and reimplant the pt's device will be scheduled.